Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2014, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 26-jun-2018, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(6), ubd: 13-oct-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The caller was a healthcare provider and the reason for the call was to get device registration information. The caller stated that they have a note about the patient that indicates the patient has the implantable neurostimulator (ins) implanted but the leads were explanted in (B)(6) 2024. The caller did not have other information about the reason for the explant. The patient reported they had surgery about 2 years ago in (B)(6) and, while doing a decompression of l1 through l4. The neurosurgeon, accidentally cut their leads and, due to this, removed the leads completely.